Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the basic evaluation patient that they had to stay in the hospital last night so they had not been able to start their diary. The patient also stated that were a little off balance.